Event description:
Information was received from the consumer who was implanted with an implantable neurostimulator (ins) for other chronic/intractable pain (trunk/limbs). It was reported that since (B)(6) 2016 when the patient went through a gate inside a store and she felt a shocking sensation, and had pain in her chest, side, and knees. She stated she felt the pain go down her legs as well. The patient reported not using her device any longer and no physician wanted to have it taken out. Physician listings was requested.

Event description:
Additional information was received from the patient on (B)(6) 2016 indicating that they still had pain and had not found a new physician yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.